Event description:
The initial report came in as a service request for an electrosurgical generator stating it had been involved in a patient incident. Follow-up with the site found there had been a burn to a juvenile patient's lip. There was a 2nd degree blister the size fo a pea. No treatment was given for the blister and the patient was released. The site stated that there was no allegation of malfunction at this time, and they believe there may have been inadvertent arcing to a metal mouth-guard.

Manufacturer narrative:
If the suspect medical device is returned a follow-up report will be sent.